Event description:
This rv lead was capped and replaced on (B)(6) 2017 during a normal device change out due to high impedance. The physician thought the issue was caused by the generator. When this lead was connected to a new ICD there was still high impedance. The ICD was discarded. A new rv lead was successfully connected to a new generator. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available